Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer's father reported via phone call that customer received a button error alarm and was not sure how it occurred. Customer's blood glucose was 113 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.